Event description:
Vent settings: rate 12 pc and ps (simv) vt 750 flow fio2 fi02 50%. Alarms lo/high ve 5/20. Witnessed power failure in vent. Leds went off and respirations ceased for few seconds. Without intervention vent came back on, resumed operation and alarmed low minute volume. No other error message. Vent continued to operate and low minute volume alarm stopped once pt rate reached set value sometime after and did not come backed on. Pt required bagging. No other info.